Event description:
During a diagnostic angiogram, the catheter tip broke off inside the patient. The broken tip was retrieved using a snare. There was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation: one unit was returned for evaluation. On visual examination, the catheter was kinked and had separated into two sections. Both ends where the tubing separated were elongated and stretched. There were numerous flattened, kinked and twisted areas. The customer complaint was confirmed. Torque and stiffness tests were reviewed on samples from the same lot as the suspect device, and all were within specification. The device history record was reviewed and no anomalies were found. Merit's complaint database was reviewed and there were no other complaints for this tubing and this lot number. The failure is indicative of excessive torquing and/or a tortuous anatomy.